Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, the customer consumed carbohydrates and glucose tablets to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that pump calculated boluses correctly. The customer acknowledged and continued using the pump for insulin therapy.